Event description:
Healthcare professional reported right side ¿pain, deformity, asymmetry, capsular contracture baker grade I-ii and rupture¿. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.